Event description:
Through review of medical article "early and mid-term outcomes after aortic valve intervention in patients with previous stentless or stented bioprostheses", the following events were identified as pertaining to edwards devices: two patients with an edwards perimount manga pericardial valve implanted in aortic position underwent redo aortic valve replacement after an unknown implant duration due to structural valve degeneration (svd). Another valve valve of unknown manufacturer was implanted in replacement.

Manufacturer narrative:
Additional manufacturer narrative: this is one of two manufacturer reports being submitted for this article. The date of the events is unknown; however, according to the article, the study period was from 2001 to 2020. Thus, the first day of the reported study period (1 jan 2001) was used as date of the events. Attempts have been made to obtain additional information and for product return. However, the corresponding author confirmed not to be able to provide data. Article citation: fukunaga n, al-sarraf a, jawad k, lafreniere-roula m, rao v. Early and mid-term outcomes after aortic valve intervention in patients with previous stentless or stented bioprostheses. J cardiothorac surg. 2023 jan 18;18(1):34. Doi: 10.1186/s13019-023-02118-3. Pmid: 36653867; pmcid: pmc9847021. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.